Manufacturer narrative:
Improper dosing of the pad, due to misalignment of the probe, causing false negative results for blood and bilirubin on control samples. Specifically, on one patient samples, a negative blood result on chemistry was obtained while a result of 25 was displayed on the microscopic side. It was determined that the pipette was dosing the bottom center edge of the pads. The pipette was positioned at the bottom edge of the first pad causing improper dosing of the pad. Customer ran the same sample after the pipette was aligned and the results were low positive for blood for chemistry and 25 for blood on microscopy. Results were not released outside of the lab. No injuries or change in patient management were reported.

Event description:
Customer reports ca control failing for blood and bilirubin.